Manufacturer narrative:
Dade behring personnel reviewed the filter data from the instrument involved. Upon interpretation of the data, it was deducted that contamination was present in the instrument's hm wash area. Further troubleshooting resulted in the replacement of the instrument's hm wash cassettes, which were covered by white precipitate. The precipitate was probably dust from plastic particles accumulated during the low usage of the instrument. The customer changed the instrument's cleaning cassettes and cleaned the area per dade behring's recommendation. The sample was not contaminated. Based on the information received, it is likely that contamination on the instrument's hm wash area directly contributed to the falsely elevated result reported.

Event description:
A falsely elevated cardiac troponin-I (ctni) result of 2.34ng/ml was reported by the laboratory. The initial sample resulted in 2.34ng/ml. The physician questioned the result. The laboratory retested the sample twice resulting in 0.01 and 0.01ng/ml. There were no adverse health consequences as a result of the initial falsely elevated ctni result. The error is believed to be caused by white precipitate contamination possibly due to low usage of the instrument. The contamination was found in the instrument's hm wash cassette station of the dimension xpand.